Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Although the device was not returned, a number of complaints related to the distal braze failing or breaking (the braze connects the tube to either the lower jaw or to the dovetail) have been reviewed. Investigation of this reported event and root cause analysis activities associated with the reported failure mode, identified several steps in the manufacturing process related to the testing of torsional force and inspection activities relevant to the torque test fixture that required changes. Corrective actions have been instituted to properly test the bending force of the device joint and to prevent false testing results related to the tube assembly. Review of the brazing process confirmed that the glass tube used to seal the brazing area off from the surrounding environment was too short to properly seal. Without a proper seal, the brazing area could have insufficient argon present to facilitate effective brazing. Manufacturing changes were made to facilitate effective brazing, to ensure that the proper amount of argon reaches the brazing area and to ensure that flux is present throughout the entire joint space ensuring proper solder travel. Additional measures were taken to prevent excessive buffing at the braze joint; excessive rubbing can remove too much material subsequently weakening the joint. Therefore, the most probable root cause was noted as being manufacturing related. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
If additional information or investigation results are provided, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. During a laparoscopic procedure, the distal tip of the grasper broke. All pieces were retrieved; there was an unspecified surgical delay. Further details were not available.